Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy procedure in the kidney, ureter & bladder performed on (B)(6) 2022. During procedure, inside the patient, when the physician attempted to deploy the stent, it became kinked. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event.